Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg values were not provided. Suspected cause of bg was due to an unspecified pump issue. Customer visited a clinic to address bg. No additional details were provided regarding third party assistance/treatment received. A system check was performed and the pump performed as intended. Reportedly, the customer reverted to alternate therapy for insulin therapy.